Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z rotating knob was non functional, its keeps rotating. They completed the procedure with a new device. No delay. No harm.

Manufacturer narrative:
Tw ID#(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). DHR of the reported batch is reviewed, there¿s no deficiency identified from production relevant to the knob difficult/ unable to tighten-arm does not lock issue prior to this complaint. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrates the knob can be tighten and also can tighten the link arm. The lot 3000384033 was manufactured starting from apr.01st, 2024, lot qty was (B)(4) ea. There's no ncr initiated and no rework during the manufacturing process; there's no ecn, CAPA, fca relevant to ¿knob tighten link arm¿ initiated during the manufacturing process; the temperature and humidity during lot 3000384033 manufacturing meet the requirement (t: 20-24°c, h: 45-65%); the material records have been reviewed, there's no non-conformity observed which indicated this failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4).

Event description:
N/a.